Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The IV pole and IV pole bearing were replaced. The service representative verified the IV pole raised and lowered and stayed in the raised position. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices was completed on (B)(6) 2019 to address this issue. Root cause: the root cause of this failure was the IV pole and IV pole bearing.

Event description:
The customer reported that the IV pole on the trima equipment does not stay up and is hard to move up or down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.